Event description:
The lay user / patient contacted lifescan (lfs) in 05 alleging that the meter did not power on. The medical affairs specialist (mas) spoke to the patient the next day and obtained / verified the following information: last saturday the meter powered off and the patient was unable to get the meter to power on since then. She replaced the battery and issue persisted. Since the meter had stopped working, the patient continued to take her insulin (lantus 60u am & pm and during the day novolog based on a sliding scale: am 15-20u, 2pm 3-5u and 5pm 2-3u). On sunday night the patient took her set amount of 60u of lantus (no matter what the blood glucose reading is, she always takes 60u of lantus). She felt fine, ate dinner and went to bed. On monday morning, the patient's spouse found the patient passed out on the couch at 6 am. Contacted ems and the spouse tried to test the patient on her meter and the meter would not power on. Prior to the emt arriving the spouse treated the patient with orange juice, toast with peanut butter. In between that time the pt regained consciousness; however was still "out of it". Paramedic's arrived shortly after and tested the patient and received a 36 mg/dl and treated the patient with IV glucose. Emt's stayed for 45 minutes until her rading elevated to 136 mg/dl. The patient was not taken to the hospital. The patient mentioned a normal blood glucose reading for her is anywhere between 80 mg/dl - 202mg/dl). The test strips were in good condition and the meter does not power on by pressing the power button. The patient has had the meter since 2000. Customer care agent (cca) sent the patient a replacement meter.